Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the olympus local service department. The olympus local service department checked the device and there was no abnormality of the device. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the reported phenomenon could not duplicated, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the ccd unit, cable unit, or video connector of the device was broken by excessive stress.

Manufacturer narrative:
The device was returned to olympus (B)(4). The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the device was not displayed. Olympus australia checked the device and there was no abnormality of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.